Manufacturer narrative:
H6: investigation summary: it was reported there was resistance when administering the vaccine. As a sample was not returned, a thorough sample investigation could not be completed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided material number 305916, lot number 2116742. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2116742 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: when we put the needle on the vaccine or syringe, we are meeting a good bit of resistance when administering the vaccine. Multiple nurses have experienced this issue and have tried different methods (priming the needle, not priming the needle, ensuring that it was screwed on correctly, etc.). We have found that the pressure issue does change after the needle has been changed out.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: when we put the needle on the vaccine or syringe, we are meeting a good bit of resistance when administering the vaccine. Multiple nurses have experienced this issue and have tried different methods (priming the needle, not priming the needle, ensuring that it was screwed on correctly, etc.). We have found that the pressure issue does change after the needle has been changed out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.